Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the battery was missing. Functional testing was performed, and the root cause was caused by the alarm on the main board not working as intended. Service history review identified the complaint was not related to a previous service of the device within the review period. The board was replaced. G1, email address: regulatory.responses@icumed.com.

Event description:
It was reported the device exhibited a constant alarm. Patient involvement is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unkown.